Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/07/2019. Additional information was obtained: after double check, for this same reporting sale rep, it reported several complaints, maybe there is mixing on sample. In ecm, we found in (B)(4) investigation part, the product code should be sx54h. Device evaluation summary: a detached re-parked needle in an opened folder of product code xs54 was received for evaluation. During the visual inspection of the sample, the detached needle was observed re-parked in folder, the swage and attachment area were noted to be as expected and slightly marks by use of a surgical instrument could be observed on the body needle. No remnant of the suture was observed into the barrel hole and the suture was not received for evaluation to determine the assignable cause. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿it was reported that pull off suture needle during the valve surgery¿.

Manufacturer narrative:
Product complaint # (B)(4). Summary: an opened sample of product was received for evaluation. The product code is double armed. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The barrel hole was examined and remnant suture was noted and the suture end is severely cut (damaged), resulting in a clip off defect. The second needle no present defects. According to the sample conditions, the assignable cause of the performance detached needle is a clip off caused by excessive pressure on the suture during swaging of the needle and consequently breaking and due to this condition.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2019 and the suture was used. During the male skin suturing, pull off suture needle occurred. Another like suture was used to complete the procedure. There were no patient consequences reported.